Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated, I am missing my left coil'), pregnancy with contraceptive device ('whole pregnancy with right essure perfect in place was healthy') and caesarean section ('I had my cesarean 3 months ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's family history included physical disability (in other son). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("I had really sharp pains on my right side") and underwent caesarean section (seriousness criterion medically significant). At the time of the report, the device dislocation and pelvic pain outcome was unknown and the pregnancy with contraceptive device and caesarean section had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered caesarean section, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: no issues with essure before I detected to be pregnant on (B)(6) 2015. On (B)(6) 2016, 23 weeks pregnant. Left coil migrated, we do not know where it is, doctor said it may have come out without me knowing, I never had pain on the left, the right one is perfect in place. I had sharp pains on the right side about 20ish week, I think it could have been stretching the scar tissue, no official answer received. My whole pregnancy was healthy. I had my e-baby via cesarean and had my tubes tied with one coil still in place. It did not affect or touch the coil at all, all is good, without issues now 3 months later. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: tubes were completely blocked. Pregnancy test - on (B)(6) 2015: pregnant. ¿concerning the injuries reported in this case, the following ones were described in social media : device dislocation, pregnancy with contraceptive device, pelvic pain, caesarean section ,device ineffective. Amendment: the report was amended for the following reason: this report was identified to be a follow up / duplicate to records # (B)(4) and (B)(4) which both will be deleted from bayer safety database after all information was transferred to this record # (B)(4), which will be retained. New: social media reporters were added. Essure insertion date specified: (B)(6) 2007. On an unspecified date, it was noted that patient's tubes were completely blocked. Pregnancy was found on (B)(6) 2015, 23 weeks pregnant on (B)(6) 2016. It was no high risk pregnancy, healthy male was born. Medical history included an other son with disability. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated, I am missing my left coil') and caesarean section ('I had my cesarean 3 months ago') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's family history included disabled child (in other son). In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("whole pregnancy with right essure perfect in place was healthy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("I had really sharp pains on my right side") and underwent caesarean section (seriousness criterion medically significant). At the time of the report, the device dislocation and pelvic pain outcome was unknown and the caesarean section and pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered caesarean section, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: no issues with essure before I detected to be pregnant on (B)(6) 2015. On (B)(6) 2016, 23 weeks pregnant. Left coil migrated, we do not know where it is, doctor said it may have come out without me knowing, I never had pain on the left, the right one is perfect in place. I had sharp pains on the right side about 20ish week, I think it could have been stretching the scar tissue, no official answer received. My whole pregnancy was healthy. I had my e-baby via cesarean and had my tubes tied with one coil still in place. It did not affect or touch the coil at all, all is good, without issues now 3 months later. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: tubes were completely blocked. Pregnancy test - on (B)(6) 2015: pregnant. ¿concerning the injuries reported in this case, the following ones were described in social media : device dislocation, pregnancy with contraceptive device, pelvic pain, caesarean section ,device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Event" pregnancy with contraceptive device" seriousness criterion was updated to non-serious. Essure model number was updated to #205 (previously reported as essure #305). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil migrated,im missing my left coil'), pregnancy with contraceptive device ('I was about 20ish weeks pregnant') and caesarean section ('I had my cesarean 3 months ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("I had really sharp pains on my right side"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in social media : device dislocation, pregnancy with contraceptive device, pelvic pain, caesarean section ,device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.